Manufacturer narrative:
Returned for evaluation was an angiographic soft-vu catheter. A visual review of the soft-vu catheter noted that the tip was detached from the catheter shaft. The customer's reported complaint description is confirmed as the tip of the catheter was fractured. The root cause for the complaint description cannot be definitely determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(4) 2014, a patient of unknown age and gender presented for an angiographic procedure. During the procedure, it was noted the tip of the catheter had fractured off inside of the patient. The fractured piece was successfully removed from the patient and the procedure was completed with a new of the same device. There was no permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.